Event description:
"Skull clamp was placed on pt while pt was on stretcher. Pt was being rolled over from stretcher to or table, head supported and hand on skull clamp. Skull clamp dislodged. One of the double pins slid, causing laceration. Laceration was sutured." The surgery being performed was a ant cervical fusion. The single pin location was at the left frontal, above temple. The double pin location was at the right hand, behind ear. The event occurred during the initial positioning. The pt was being rolled over to proceed with the initial positioning. The pins slipped resulting in a 4 cm laceration.